Event description:
It was reported via service report that the weld broke at the latching spindle. The user facility was unable to provide any info as to whether there was pt involvement. However, there was no adverse consequences associated with the reported issue.